Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 1000306913, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated thinking the implanted inflatable penile prosthesis (ipp) had a malfunction. The patient tested the device more than twice a day, pressing the pump hard, fast and vigorous using the middle finger on the side to have extra pressure. The patient noted that this would sometimes collapse or "mostly collapse" the pump and most every times a "pop" happened. The second press on the pump was not successful and a little depression could be felt sometimes. By the third press, the bulb was completely hard and would not transfer any fluid. The patient indicated waiting and re-pressing to no luck leading the patient to press the deflate button. Patient indicated that when deflating, the process was mostly successful except for a "hard rod" at the bottom of the penis for about half the length. The "rod" was said to "face the floor" when held parallel to it. The patient also stated additional attempts to deflate did not remove this hard part and starting over did not change the results. The patient also indicated attempting to "reset" the valve by pressing the ends of the "rectangular block" with no results.